Manufacturer narrative:
The results of the investigation are inconclusive since the lead swas not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes due to lead noise were noted. The noise was reproducible with provocation testing and an insulation defect was suspected. The lead was capped and replaced and no visible damage was observed. The patient was in stable condition.